Event description:
It was observed that lead noise caused inappropriate vt/vf. Egms showed non-physiological noise on the rv lead. X-ray showed clavicular crush. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.